Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s hip was revised approximately 6 year post implantation due to pain, discomfort, metal ion levels, metallosis and trunnionosis. Corrosion was found in the femoral head. The femoral head was removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a ponce MFR number.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a ponce MFR number.